Event description:
In 2001, the facility's surgical materials manager informed the manufacturer's sales representative of the following: during the first chemotherapy treatment noticed extravasation, dye study performed showed leakage from split in catheter 1/2" from the device outlet stem.